Event description:
On (B)(6) 2008, a female student of the (B)(6), course of dr (B)(6), was mixing my hand, optosil comfort putty and activator universal plus paste to do a correction impression of a phantom model. Doing that, she did not wear any protective gloves. After 2 to 3 hours, a large area of her skin on her hand was dissolved. The student was sent directly to the dermatological institute of the (B)(6) clinics. The dermatologist diagnosed a direct skin irritation, not an allergic reaction. The wound at the inside of the hand has been treated.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.